Event description:
Caller's family member exhibited sign of low blood sugar but freestyle blood glucose reading were over 100mg/dl. Pt was treated with juice but symptoms persisted. The paramedics were called and dextrose was administered. A comparison reading from the paramedics was not provided. Customer tested on the leg without rubbing or cleaning test site.